Event description:
Related manufacturer reference number: 2017865-2024-22499 during a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, the patient felt dizziness and pacing inhibition was observed on the rv channel. The ra and rv leads were both explanted and replaced to resolve the event. During the revision procedure, ra and rv insulation damage was able to be visually confirmed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil due to the friction to the device can located on the connector portion of the lead. The cause of the reported events was isolated to the abraded outer insulation and the exposure of the outer coil in the abrasion zones due to the friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.